Event description:
(B)(4). My menstrual cycles have become increasingly worse, heavier and more painful after the device was implanted on (B)(6) 2003. On (B)(6) 2016, I started bloating and experienced pain that landed me in the ER. I had blood in my urine, but all of my test results came back negative for infection. It's taken two months to find that the device has caused hair loss, abdominal cramping, estrogen dominance, pain, and many other symptoms. I'm scheduled for a full hysterectomy as a result of the complications caused by essure.